Event description:
It was reported that during a biopsy procedure, the cable separated from the housing and the jaws of the forceps were locked in the open position. The physician used a hemostat for removal. No patient injuries or complications occurred.